Manufacturer narrative:
On 03/17/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/28/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. On 04/04/2017 a medtronic representative, following-up at the site, reported no revisions were required. The surgeon was able to compensate for the inaccuracy. -on 04/06/2017 the site continues to see intermittent inaccuracies. Their imaging system has been calibrated twice within the last 2 months (stepped block with pin locations). On the first calibration, found that the tracker on the left side was off and corrected the problem. On the second check, the imaging system was calibrated and found to be accurate. The site has used their imaging system for some time and report very good work flow. Medtronic representatives have observed subsequent procedures and no incorrect techniques were identified. On 04/10/2017 further follow-up at the site, medtronic representatives reported all instruments have been checked and are good and are confident there are no issues with the frame. All instruments were verified after the spin including the screw with screw driver. - no further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. The inaccuracy was alleged to be shown on the navigation system approximately 2-3 millimeters deeper in the patient anatomy then where actually positioned on the physical anatomy. Inaccuracy noted after the imaging system spin was transferred to the navigation system and navigation had begun. Surgeon continued using navigation for the l4-l5 fusion. Inaccuracy was noted on all levels and sides of the anatomy with multiple instruments. The surgeon was using an open spine clamp for the reference frame and believed it to be clamped to l3 or l4. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.